Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an infection and received a system extraction as a result. The patient was admitted for IV antibiotic therapy. The source of infection was unknown. The patient was stable before, during, and after the procedure.